Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, high impedance and a polarity switch. It was also reported that the right atrial (ra) lead exhibited low impedance and no sensing on electrograms (egm). The rv lead was capped and replaced. The ra lead was programmed off. No patient complications have been reported as a result of this event.